Event description:
It was reported that this device was unable to be interrogated with wand. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.